Event description:
It was reported that the ilet pump exhibited a hardware issue consistent with screen delamination, and a replacement device was arranged with instructions to return the original and to use backup therapy because delivery and meal announcements were not reliable. Symptoms included no alerts or alarms. Outcomes included provision of a shipping label, guidance to sync data to the mobile app before return, instruction on device shutdown to avoid further alerts, and counseling that data would not transfer to the replacement and that startup would be required. Investigation included coordination for device return and review of device function based on the reported display defect. Investigation of this case revealed a device component display issue consistent with delamination affecting reliability of use. It was concluded, based on previously established findings for similar reports, that the cause was a device-related hardware failure of the screen assembly.